Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was a broken +5v, agnd, and lead 2- of ecgs c&d cable broken near pca connector the root cause was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing add gel messages.